Manufacturer narrative:
Upon investigation of the actual device used in this incident found that the malfunction was due to a missing magnet from the inspection latch of the drawer. A field service engineer replaced new insep. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. The customer reported that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.